Event description:
The facility reported a colleague infusion pump with failure code 808:08 on channel c. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:08 was confirmed by service. This condition was caused by a faulty pump head module. The pump head module was replaced to fix the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.